Manufacturer narrative:
Correction - h6 (results code and conclusion code). The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A meeting was held with r&d and the following additional information was noted regarding this case: "during the cartilage removal step of the procedure, the surgeon did not use the special instrumentation specifically designed to remove the cartilage from bone as given in the surgical technique. Instead, a different cutting instrument was used which resulted in some loss of hard bone. The 2.0 pin fell into the joint because the distractor compressor wire did not have the adequate support it needed to stay in place due to the loss of hard bone." Based on investigation, the root cause was attributed to a user related issue. The failure was caused by the surgeon deviating from the established surgical technique. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that during the procedure to appropriately position the reduction clamp on the foot and pin it to the metatarsal bones the large 2.0 pin fell into the joint and the physician lost compression. No further information was available.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed.  A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device disposition unknown.

Event description:
It was reported that during the procedure to appropriately position the reduction clamp on the foot and pin it to the metatarsal bones the large 2.0 pin fell into the joint and the physician lost compression. No further information was available.